Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.

Event description:
Edwards received notification that this valve model 3300tfx25mm was explanted from the aortic position after an implant duration of 5 years and 7 months due to calcification. This case involved a (B)(6)-year-old patient with heavily calcified bicuspid aortic native valve. A mechanical valve was implanted in replacement with no reported complication for the patient who was reportedly recovering after the procedure. No additional information has been provided.

Manufacturer narrative:
Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: device evaluated by manufacturer: customer reports of calcification, leaflet hardening, and leaflet tears were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of leaflets 1 and 2 on the outflow aspect and on leaflets 1 and 3 on the inflow aspect. Calcification restricted leaflet mobility and led to stenosis. Leaflets 1 and 2 had 1mm tears at commissure 2 and calcification was evident at the tears. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect. Wireform was exposed on all three commissures and around leaflet 2 on the outflow aspect. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.